Event description:
It was reported that, "the distal spacer split vertically when applied to the hip stem. We simply used a univ spacer instead".

Manufacturer narrative:
Device will not be returned. No eval will be performed. If device or add'l info becomes available, it will be submitted in a supplemental report.